Manufacturer narrative:
The associated reflection liner and zirconia femoral head were not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Our clinical evaluation noted that no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should the devices or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to pain. Removed femoral head and liner.